Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. A complaint investigation was initiated under complaint investigation child record (B)(4). Complaint investigation results: a complaint was received for the autosoft 90 product; however, the lot number was not provided, which limits traceability, and no samples are available for tests. Investigation actions were initiated to assess current controls and identify potential risks. Packaging controls review: a list of existing packaging controls in the autosoft 90 manufacturing process is being compiled to document how packaging integrity issues and related defects are currently detected and prevented. Test results: no sample was provided as is mentioned in the report. 100% visual inspection. During the inset packaging process a verification at 100% is performed in the finished product material before packaging to segregate and send to scrap the material that present the next visual failures: needle is not crooked or bent. Needle guard is present on the needle. Cover is not damaged or burned printing on the cover must be legible and the printed. Cover in accordance with the work order. Tyvek is completely sealed and covers the entire ring area. Infusion set does not have double tyvek. Infusion set is free of contamination. This inspection at 100% is performed documented in the process failure mode, effects, and criticality analysis (pfmeca) of the inset packaging, the severity for 100 % visual inspection of single pack. Sampling test verification: before the finished product material is released some visual and functional test are performed as part of a sampling plant verification with an aql with a percent of acceptation of (B)(4). Needle is not crooked or bent. Needle guard is present on the needle. Cover is not damaged or burned. Printing on the cover must be legible and the printed. Cover in accordance with the work order. Tyvek is completely sealed and covers the entire ring area. Infusion set does not have double tyvek. Infusion set is free of contamination. Cannula is not lifted. Lid is not perforated by the laser. Protective sleeve must be undamaged, properly adjusted. Lid is completely assembled in the outer ring. The heat shrink tubing is correctly positioned and completely covers the tip of the needle. Peel test and verify the tyvek has no damage, and it is properly sealed in the ring. Verify that the spring does not protrude from the surface of the ring. The catheter must be undamaged. Correct distance between the catheter and the needle is measured. Needle must be undamaged. Base window inset ii is not damaged. Both membranes (vertical and horizontal) are properly sealed. Verification of the "click" of the connector to the base. Verify the grips handle must be properly bent and blunt. The spring should be pulled with two fingers (loaded) and then released. Burst test bacterial resistant paper must withstand a burst of at least 244 cm h20. As in mentioned in the sample test verification, the burst test, which requires bacterial-resistant paper to withstand a minimum burst pressure of 244 cm ho. This test allows us to identify whether any product is improperly sealed or deteriorated. Conclusion: current packaging controls, including visual inspections before sterilization and verification of sealing integrity, are in place to detect and prevent packaging defects in autosoft 90 products. Although the lot number is unavailable and physical samples are unavailable, the investigation includes a comprehensive review of current controls to ensure packaging integrity and compliance with established standards.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the plastic wasn't covering the needle in the packaging on (B)(6) 2025. No further information available.